Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for evaluation. It was reported that the handpiece did not home. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. A complaint history review found similar reports, this issue will continue to be monitored. The initial visual/functional investigation visually confirmed that the drill guide support was bent. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. Visual and functional inspection of the handpiece confirmed that the drill guide support on the handpiece was bent, which was causing the reported homing difficulties. The drill guide is made of aluminum, and the material has been changed to stainless steel to increase durability and reduce deformation in the field.

Event description:
It was reported that the handpiece had a homing failure. It was difficult to get the fully assembled drill into the handpiece. It took more force than usual to get it fully locked in, which made me think the blue extension on the front of the handpiece was bent in some way. The handpiece, drill, and long attachment were replaced, after that, the case started. The devices were not being used with a patient during the event.